Event description:
It was reported that faradrive steerable sheath was selected for a pulse field ablation procedure. It was mentioned that during the procedure when the sheath was aspirated, air leak was noted through the valve of the device. No fluid leak in the sheath nor any air in patient was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported.